Manufacturer narrative:
Findings: unable to prime during prime test and motor error alarm during basic occlusion test due to faulty sensor resistor. No alarm. No alarm noted. Pump received with scratched lcd window. Unit received cracked case display window corner. Unit received with cracked battery tube threads.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The customer's blood glucose level was 130 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.